Manufacturer narrative:
B7 other relevant history, sections d1-d4, g1, and g4 were updated. Additional information regarding the results for sample 1 was obtained. The repeated results for sample 1 were obtained on (B)(6) 2026. The repeated results of 44.9 ng/l and 43.7 ng/l were obtained on another module. The qc was acceptable. A general reagent problem was excluded. The alarm trace showed "sample clot", "abnormal aspiration (sample pippeter s1)", and "sample probe: abnormal aspiration" alarms. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number is 847376. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 1 patient on a cobas e 801 analytical unit. Sample 1: the initial result was 556 ng/l. The repeated results were 44.9 ng/l, 43.7 ng/l, and 45.9 ng/l. Sample 2: the initial result was 37.1 ng/l, and the repeated result was 37.1 ng/l. Sample 3: the initial result was 35.6 ng/l, and the repeated result was 35.8 ng/l. Sample 4: on (B)(6) 2026, the initial result was 38.4 ng/l, and the repeated result was 39.3 ng/l.